Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined performing a system check with tandem technical support. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 360-361 mg/dl.